Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited high out of range shock impedance measurements, greater than 125 ohms. It was noted measurements had been upward trending. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The lead remains in service.